Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on his back under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. It was reported that the patient was in the hospital and the skin irritation improved. There is no indication that the patient was hospitalized due to the skin irritation from the lifevest. Reporting out of the abundance of caution, as it's unclear if the patient received medical intervention for the irritation while in the hospital.